Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the infection was not determined. The patient was recovering well and the explanted ins was disposed of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that there was an infection at the patient's ins pocket. The redness and warmth was observed by the implanting physician's office. There are no environmental factors that could have contributed to the issue. No troubleshooting or diagnostics were performed. The ins and leads were explanted on (B)(6) "2018". The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.